Manufacturer narrative:
Conclusion- device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. However the patient was re-implanted with a new device due to poor hearing performance. Reportedly, during the implantation surgery 3-4 electrodes were out of cochlea. The patient has been re-implanted with same electrode type and full insertion could be achieved. The active electrode damage observed during the investigation is most likely attributable to the reported attempts to re-insert the electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported by the surgeon that the patient is having poor performance with the implant imaging showed four channels to be extra-cochlear and one situated at the round window. During surgery, the device was removed intact, however the electrode array appeared to have been damaged following several attempts to re-insert the electrode. The patient was re-implanted with a new device.

Manufacturer narrative:
Based on information received it is confirmed that the active electrode is partially out of cochlea. The implant registration card does not report any information regarding the insertion depth, however additional information received states that three to four channels were reportedly out of cochlea since device implantation. A further migration of the active electrode out of cochlea cannot be totally ruled out. The clinic plans a revision surgery but no further information about a date of surgery is available. Should additional information become available, the case will be re-opened and reassessed.

Event description:
It was reported by the surgeon that a patient is having poor performance with the implant imaging showed four channels to be extra-cochlear and one situated at the round window.

Event description:
It was reported by the surgeon that a pt is having poor performance with the implant. Imaging showed four channels to be extra-cochlear and one situated at the round window. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report